Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer reported that during a shoulder repair that the distal tip on their modular driver, 23,mm broke while in the patient 's joint space. The metal tip was retrieved. No x-rays were needed. The surgeon completed the procedure. There were no patient consequences or delays reported. No further information was known.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the driver is broken but not returned with the device. It is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, we cannot discern a root cause for the failure. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).